Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected:h6. Product complaint # : (B)(4). Investigation summary :no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "dermatitis associated with chromium following total knee arthroplasty" written by xiang gao, md, rong-xin he, md, shi-gui yan, md, and li-dong wu, md published by the journal of arthroplasty vol. 26 no. 4 2011 was reviewed. The article's purpose was to report on a case report of a (B)(6) man with depuy pfc tka implanted in march 2002. Six months post op, eczema appeared near the operative scar. Over the next 3 months the eczema spread and over a period of 1 year it became chronic. It was accompanied by rashes, dermatitis, severe pruritis and flexion contracture of 3 degrees (contracture did not have functional impact). He did not respond to antihistamines or corticosteroids. He had no history of atopy or metal-contact dermatitis before knee arthroplasty operation. Revision surgery was performed and examination of a specimen of tissue revealed positive findings of a delayed type of hypersensitivity. All components were replaced with non-depuy products and patient had no further complications and experienced pruritis and eczema resolution within 2 months. Cement manufacturer is unknown and patella resurfacing was not performed. Depuy products utilized: pfc tka primary system. Adverse events: skin reaction and hypersensitivity both treated by surgical revision and medical device implants removal.